Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is may 27, 1998.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was noted the patient developed an infection shortly after a normal device replacement procedure. The product was explanted. The patient received a temporary pacemaker placed while the patient was being treated with intravenous antibiotics. There were no additional adverse effects reported.